Manufacturer narrative:
The suspect device is the compact test strips.

Event description:
Pt reported obtaining back-to-back blood glucose results, of 191 mg/dl and 42 mg/dl, on the compact system (meter, strip lot 20659041 with expiration date 08/31/2008). Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.